Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the slip tip syringe does not work with the peripheral IV tubing. This caused bubble to develop in the syringe. No patient injury was reported.